Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose event and was hospitalized. Customer stated that she was asleep and her husband found her not responding. Customer was taken to the emergency room around (B)(6) 2014. Customer's blood glucose was around 40's mg/dl during admission. Customer does not know the cause of the low blood glucose. Customer stated that the pump was already returned. Customer now had a 530g pump with a low threshold suspend.